Manufacturer narrative:
The explanted devices were not returned to bsn. Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 19858299/20697049; model/catalog description: linear st lead kit 50 cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation and pocket pain. The patient underwent an explant procedure and was doing well postoperatively.